Event description:
It was reported that the ilet system entered and then expired from bg run due to a previously expired sensor, after which the user scanned a libre 3+ sensor into the libre app rather than pairing to the ilet, necessitating a replacement cgm and resulting in dosing stoppage and transient hyperglycemia; the medical device problem was characterized as an improper or incorrect procedure or method, and no specific device component applied. Symptoms included insufficient information. Outcomes included insufficient information. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found and a usage problem identified. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.